Event description:
The patient reported she has recently developed an itchy rash under the tape collar of the device. The patient has reportedly been using this brand/model of product for approximately 10 years with no issues. In addition, the patient confirmed there has been no recent leakage. No further information was reported.

Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report state that there are no significant trends. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued (B)(4) 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed ona supplemental MDR.